Event description:
The customer reported the transformer housing was damaged and had a breach present and the housing came apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer, she indicated that after approx 2 months of usage, the housing came completely apart, the screws broke off and there was a crack in the corner of the housing. Customer also indicated that she did not witness any sparking, fire or flame and that there was no injuries sustained as a result of the issue. A product eval revealed that the transformer housing was split apart. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured opened circuit, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured an overload, which is not normal and indicates that the thermal fuse did blow.